Event description:
During the procedure, the physician used a wilson-cook triclip endoscopic clipping device to clip a vessel bleed in the pt's stomach. When the triclip was advanced forward the clip prematurely deployed in the open position. Retrieval of the clip was successful. Post procedure, the pt's condition was reported as good.